Manufacturer narrative:
Additional narrative: device investigation summary ¿ one of each of the following device(s) was received: driving cap (part # 03.010.523 / lot # 8751011); aiming arm (part # 03.010.486 / lot # 8711591). The driving cap was returned with the tip broken off. The threaded portion of the driving cap has sheared off, and it was returned stuck into the received aiming arm. The alignment tab on the aiming arm is undamaged. Overall, the aiming arm is in good condition with no other observable damage. Although the exact cause for the complaint condition could not be determined, the damage to the driving cap is most likely the result of off-axis hammering on the device before fully seating the driving cap on the aiming arm or from cross threading the device. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Device drawings were reviewed and no drawing issues or discrepancies were noted. The designs are adequate for their intended use and did not contribute to this complaint condition. The instrument(s) are used during femoral and adolescent tibial nail implantations and proper use and maintenance are addressed in technique guides. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
"Aiming arm" was used as the device description for part # 03.010.486 /lot 8711591 in the previous medwatch (follow up #1). The correction description for the device, is "insertion handle". The investigation summary was previously reported, however, the summary is being re-submitted to remove the description "aiming arm" and replace it with the correct description "insertion handle". Device investigation summary ¿ one of each of the following device(s) was received: driving cap (part # 03.010.523 / lot # 8751011); insertion handle (part # 03.010.486 / lot # 8711591). The driving cap was returned with the tip broken off. The threaded portion of the driving cap has sheared off, and it was returned stuck into the received insertion handle. The alignment tab on the insertion handle is undamaged. Overall, the insertion handle is in good condition with no other observable damage. Although the exact cause for the complaint condition could not be determined, the damage to the driving cap is most likely the result of off-axis hammering on the device before fully seating the driving cap on the insertion handle or from cross threading the device. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Device drawings were reviewed and no drawing issues or discrepancies were noted. The designs are adequate for their intended use and did not contribute to this complaint condition. The instrument(s) are used during femoral and adolescent tibial nail implantations and proper use and maintenance are addressed in technique guides. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not provided by reporter. (B)(4). Device is an instrument and is not implanted/explanted. Device history records was conducted. The report indicates that the: 03.010.486 8711591. Manufacturing site: (B)(4), manufacturing date: 14. Jan. 2014, no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during lateral entry femoral nail for femur fracture on (B)(6) 2015, the driving cap broke. The driving cap broke at the threads, inside the insertion handle during the final mallet blows when inserting the nail; no fragments were generated. The nail was completely seated when the device broke. The threaded piece remains inside the insertion handle and could not be removed. The procedure was completed successfully. No surgical delay. There was no surgical delay reported. This report is 2 of 2 for (B)(4).